Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found the cannula cracked at the distal end. The obturator was assembled into the cannula and unable to be removed. The cannula had a foreign substance silicone like. No anomalies could be observed on the silicon seals. No anomalies were observed. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the clearcannula-threaded 8.5mmx75mm 5pk -st would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to the procedural variables, such handling of the device or product interaction during procedure. Device history lot: a manufacturing record evaluation was performed for the finished device and no non-conformance was identified.

Event description:
It was reported that during evaluation of the device, it was determined that the clearcannula-threaded 8.5mmx75mm 5pk -st device had foreign substance/debris/cleaning/sterilization. It was initially reported that the device the valve located at the device's inlet remained open, causing excessive leakage of saline solution. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed.